Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 05-mar-2018 the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok button was found to be over responsive; all other keypad buttons were found to respond appropriately. The keypad cover was opened and a crack was observed in the dome contact of the ok keypad button. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.